Manufacturer narrative:
During the onsite investigation, the tm (territory mgr) adjusted the bed x/y and swivel movement, fixation of the ir tracker and alignment of the hotspot. Recalibration of the energy table and correction of the coefficients. Equipment was in accordance with the specs. A root cause has not been identified. (B)(4).

Event description:
A nurse reports that the tracker malfunctioned prior to a procedure. The pt was reported to have undergone epithelial debridement at the time of the event, however the procedure couldn't be performed. The procedure was completed at a later date. No pt harm or injury was reported. Add'l info has been requested.